Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating surgical intervention took place on (B)(6) 2024 where the ipg was repositioned to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient lost 45lbs and as a result, was experiencing discomfort at the ipg site. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.